Manufacturer narrative:
This report is being submitted out of an abundance of caution. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that post transcarotid artery revascularization (tcar) procedure, the stent had thrombosed. The patient presented with some left sided deficits which were unresolved. Additional information indicated that the stent had been explanted. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.